Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had been getting frequent high blood glucose events. The customer stated that he had changed his infusion set last night and woke up with a blood glucose of 417 mg/dl. He bolused with the pump but his blood glucose only reduced by 4 or 5 points. The customer had replaced four previous infusion sets and out of the four sets only one of them had a bent cannula. Troubleshooting was initiated for the customers highs. The patient mentioned that he had surgery and the steroids he was prescribed increased his sugar; however, the customer no longer takes those steroids. The customer had been treating his highs with manual insulin injections. The pump and its components were inspected and they appeared fine. A high pressure test could not be performed. The customer also confirmed that his doctor changed his pump settings but declined to review the changes. No products were returned and several replacement infusion sets were shipped to the customer.